Manufacturer narrative:
The insulin pump passed the functional testing including the displacement test, rewind, basic occlusion test, prime test, and excessive no delivery alarm test. The insulin pump was received with minor scratches on the display window, cracked reservoir tube, cracked reservoir tube lip, broken belt clip slot and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2015 with blood glucose of 849 mg/dl. Customer went to the emergency room and was transferred to another hospital. Customer's hospitalization was due to dehydration hyperglycemia. It was reported that customer collapsed before being taken to the hospital. It was reported that customer received a no delivery alarm and insulin pump was cracked. Insulin pump would be replaced.